Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems intervention and hospitalization while using the ilet. This situation can result in life-threatening complications requiring emergency medical treatment, which is consistent with the reported ems transport and inpatient treatment with IV dextrose and oral glucose. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Review of device data showed periods of high glucose followed by continued insulin delivery, with alerts for low drug and out of insulin prior to the event. These conditions are consistent with variability in insulin delivery and subsequent hypoglycemia. Based on available information, the event was attributed to therapy management and insulin delivery conditions rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-mar-2026 the user reported that on (B)(6) 2026, they experienced hypoglycemia with a bg of 20 mg/dl. The user was treated with IV dextrose and oral glucose while hospitalized. The user was treated by ems and transported to the hospital on (B)(6) 2026, admitted on (B)(6) 2026, and discharged on (B)(6) 2026, in recovered condition with ilet discontinued.